Manufacturer narrative:
For the second repeat meter test, the customer provided the test strip lot and expiration date. The expiration date for lot 434923 is 30-apr-2021. The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Lot# 440096-21 (s_422). Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr; qc 2: 5.5 inr; qc 3: 5.3 inr. Lot# 434923-12 (s_418); testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr; qc 2: 5.2 inr; qc 3: 5.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received discrepant inr results with a coaguchek xs meter serial number (B)(4). The customer used the same vial of test strips for the initial and first repeat meter tests. The customer used a different vial of test strips for the second repeat meter test. At 10:03 a.m., the customer¿s meter result was 2.1 inr. At 10:07 a.m., the customer¿s meter result with the same finger was 1.7 inr. At 10:18 a.m., the customer¿s meter result with a new finger was 1.5 inr. The customer¿s therapeutic range is 2.0-3.0 inr. One vial of test strips used for testing was lot 44009621 with an expiration date of 31-may-2021. For the other vial of test strips used for testing, the lot number and expiration date were requested but not provided.